Event description:
On (B)(6) 2013, the patient contacted animas and alleged that one night this week after receiving a low battery warning she went to sleep. The pump then turned off later in the night, and in the morning her blood glucose (bg) was up to 500 mg/dl. No symptoms were reported. Customer support (cs) educated the patient about the 30 minute time limit after a low battery warning. Cs also instructed the patient to monitor and call back if any decrease in battery life occurs. She agrees to this. There is no indication of pump malfunction. This case is being reported because a patient on pump therapy experienced hyperglycemia following the use error of failing to address the low battery warning.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Use error should be considered as contributory, as the user failed to address the alarm.